Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked touchscreen of unknown cause, after which the device was nonfunctional and no longer watertight; the device was replaced and the user was advised to back up therapy and shut down the unit. Symptoms included hyperglycemia for a couple of hours and fatigue, without ketone testing or medical intervention. Outcomes included temporary interruption of therapy and need for device replacement. Investigation included customer interview and troubleshooting with education on shutdown, data sync to the mobile app, and continuation of cgm use via dexcom app or receiver. Investigation of this case revealed external physical damage to the touchscreen display that rendered the device inoperable and compromised the enclosure seal, consistent with a broken screen component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.